Manufacturer narrative:
(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to unauthorized repair, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the motor power was too low on the compact air drive device. It was further determined that the motor had low revolutions and loss of power. It was observed that the motor showed signs of wear and tear and there was damage to the internal components. It was further determined that the device showed signs of intervention by unauthorized personnel, which caused damage to various parts including the frame or housing. It was further determined during the pre-repair diagnostics assessment that the device failed for check status of development, general condition, check the attachment coupling, check attachment coupling with attachments, check reverse locking mechanism, check for air leak, check triggers for forward/reverse mode, check for untrue running, check for excessive noise, check the power with test bench and for check starting behavior. It was noted on the service order that the motor had low revolutions and there was damage to the internal components due to unauthorized intervention. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.